Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) was consulted and upon review of the available information a gradual increase in shock impedances was observed. Reprogramming options were provided. This rv lead remains in service. No adverse patient effects were reported.